Event description:
The health care provider confirmed that a possible fall caused the event. The patient experienced increased hypertonicity. The patient outcome was noted as a non-serious injury.

Event description:
Additional information reported that the patient's pump was implanted in a different state from where the patient was currently located. The patient was experiencing increased spasticity, but with no withdrawal symptoms, when seen by the current physician. A x-ray was performed, and the catheter fracture was confirmed. The patient's pump medication was set at such a low dose, that it was not possible to know, exactly, when the fracture occurred. The patient then had the catheter revision performed, and was receiving effective therapy.

Manufacturer narrative:
The catheter was received in two segments. The distal end of catheter segment 2 has indications of having been compressed due to its oval shape in a cross sectional view. There was also a hole through the v-wing anchor and into the catheter. Also, segment 1 had an indent down in the cup of the sc connector and it appears a suture was placed directly on the catheter on the distal side of the pin connector of the sc assembly. No strain relief shroud was returned with the catheter.

Manufacturer narrative:
Catheter model 8709, lot# j11578r56, implanted: 2003-(B)(6).

Event description:
A catheter fracture was reported. The catheter was replaced. The drug delivered via the device was lioresal. Pt sustained no injury. No pt adverse events were stated.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.